Event description:
Boston scientific received information that this patient was hospitalized due to a transient ischemic attack(tia). While in the hospital, x-rays were taken, and it was observed that this right ventricular (rv) lead was dislodged into the left ventricle (lv). The physician elected explant and replace this rv lead. A right atrial (ra) lead was also added. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead was disposed of at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.